Manufacturer narrative:
G4: 14jan2020. B4: 14jan2020. There was no patient involvement. The manufacturer's field service engineer (fse) could not confirm the reported issue. Performance tests passed but battery tests failed. The manufacturer's field service engineer (fse) replaced the defective external battery (part provided by customer) to address the reported problem. The unit successfully passed the required performance verification test. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019.

Event description:
The customer reported air supply is low when turned on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.